Event description:
The field service rep (fsr) reported that during preventative maintenance (pm) of the device, the unit would come up on alternating current (a/c), but not on battery. Since the event occurred during preventative maintenance, there was no pt involvement.

Manufacturer narrative:
The complaint was confirmed by the field service rep (fsr). After the fsr replaced the batteries the unit operated to manufacturer's specifications and was returned to clinical use. If additional info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.